Event description:
A call the call center message appeared when the transfer set was connected to a yume set by a clean flash. The customer opened the cover of the clean flash and found the spike was bent. The actual sample was available. There was no patient injury or medical intervention. The transfer set had been used for 33 days.

Event description:
On (B)(6) 2008, a (B)(6) female was implanted with a gore propaten vascular graft in a bypass procedure in the left from the superficial femoral artery to the popliteal artery. It was reported to gore that on (B)(6) 2008, the pt presented with a failed graft. A major amputation was performed. The physician has indicated that the reported adverse event is procedure related.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The tip of the spike was bent/damaged. The lot number was not provided; therefore a batch review cannot be conducted. The root cause is unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.